Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. It was reported that during a pulmonary vein isolation (pvi) to treat atrial fibrillation (afib), a farawave pulse field ablation catheter was selected for use. The farawave catheter deployed well and was positioned in the left superior pulmonary vein. Four basket applications were performed. Spline inversion then occurred during catheter manipulation. The farawave catheter was positioned to flower shape, but one petal would stay inverted. The catheter was removed and repositioned manually, however, the reported spline inversion recurred after reinsertion. The farawave catheter was removed from the patient with some difficulty. The removed farawave catheter was replaced with a new farawave catheter. The procedure was completed without patient complications. The device will be retained by customer and is not expected to return for analysis.